Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the image processor has connection issues when plugged into the front camera, the light blinks and no image is on the screen. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the customer¿s complaint (no image) could not be duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.